Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer's father stated that the plastic covering the keypad had bubbled up and it felt like there was pressure build up. Customer stated that when they removed battery from pump pressure released. Customer stated they perform self-test and pump alarm rf processor failed self-test. Customer was advised to return the pump and we replace it.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump passed leak test. Tested with a test battery cap and no pressure anomalies were noted when battery cap was removed. The insulin pump was received with pillowing keypad overlay. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, damaged keypad overlay texture, faded serial number label, peeling end cap address label and customer applied adhesive/glue on broken off belt clip plate weld.